Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. There were no broken cables on the instrument. Additional findings: during visual inspection, the instrument was observed to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed an electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction to section d: primary product batch/lot number was updated to k12240801 0314.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer did not observe thermal damage on reported 8mm maryland bipolar forceps instrument but, did observe an arcing event during the procedure. Additional information stated that arcing occurred because the output on integrated electrosurgical unit (iesu) erbe exceeded the withstand voltage. The reported instrument was being used in combination with a tip-up fenestrated grasper instrument, a fenestrated bipolar forceps instrument and a 30-degree endoscope. The arcing incident originated from the 8mm maryland bipolar forceps instrument reported on this record. It did not occur from the other instrument being used during the procedure. The patient did not experience injury or adverse event during or after the procedure. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h11 for follow-up information.